Manufacturer narrative:
Ortho performed batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Retain testing unable to be performed since customer reported after the expiration of the product. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 2. Customer reporting two separate events of negative reactions with samples later identified with anti-jka related to donor # 4 (donor # (B)(6); homozygous for jka). The first event occurred on (B)(6) 2017 where patient with no previous history was admitted via the ER; (diagnosis = upper gi bleeding, plus cirrhosis of liver). Patient was immediately transfused 4 units of packed red cells; uncrossmatched. After getting subsequent sample, patient's antibody screen was positive; because of bleeding, patient continued to received uncrossmatched units (total of 16 units of packed cells that were jka positive. Patient also received plasma products ( total # not provided). Later during identification testing of sample using 0.8% resolve panel a lot # vra268, positive reactions were noted with all homozygous jka positive cells except # 4. The reacting homozygous cells showed 1-2+; no reactions were noted with heterozygous jka positive cells. According to customer, due to patient's medical condition, patient expired later on 2/6/17. Customer further added, death of patient was not related to transfusion of uncrossmatch units of packed cells; however, facility felt they needed to inform ocd of event. Customer further added, the site performed jka phenotype on donor #(B)(6) and saw weak 1+ reaction. Second separate event occurred on (B)(6) 2017, where patient had a positive antibody screen. With additional testing using 0.8% resolve panel a lot # vra268, anti-jka was ID; but again they saw no reactivity with donor # 4 (jka homozygous cell). Second patient was not transfused, but customer indicated site would transfused jka negative units if required. Issue started on: (B)(6) 2017; reported 3/17/17. Frequency: 2x. Methodology used: manual gel. Incubation time (for manual test only): 15 mins. Customer was expecting: positive. Test repeated: no. Associated reagent: card/cassette type: mts igg gel card, rbc type: 0.8% selectogen, last qc run: date of use. Cards /cassettes/ storage condition temperature: as per IFU visual appearance before use: ok. Pipette used: mts. Incubator type: mts. Cards/cassettes centrifugation: mts.